Manufacturer narrative:
Follow-up #1: date of submission 02/09/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: the black box showed no evidence of a "loss of power" event either associated or not associated with a "loss of prime" warning. The black box does show evidence of multiple cs162 loss of prime warnings associated with an unidentified low force. On investigation, the pump powered on with the returned battery cap in place. The battery cap was able to fully tighten and measured within specifications. The battery compartment was intact and without damage. A 24-hour basal program was run with the returned battery cap in place with no loss of power or call service alarms duplicated. Electrical current draws were within specifications. A "loss of power" was not duplicated during investigation. Force sensor calibration check passed. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power issue with the pump. The reported stated there were unintentional interruptions where there is a loss of prime due to no apparent cause occurring on a daily basis since use of the pump began in (B)(6) 2016. The patient had lost confidence in the device and insisted on product replacement. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.